Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8731, serial#: (B)(4), implanted: (B)(6) 2005, product type: catheter; product ID: 8590-1, lot#: n0048525, implanted: (B)(6) 2005, product type: accessory. (B)(4).

Event description:
It was later reported that the 2 issues the patient reported were not actually malfunctions, they were normal battery depletion and opioid withdrawal.

Event description:
The patient reported "low pump syndrome". Per patient, the pump malfunctioned.